Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: voyager nc. Guide wire: balance middleweight; whisper. Guide cath: ebu4 6fr. Stent: endeavor. A thorough analysis on the product could not be performed, because it was not returned for investigation. However, since there was no note of any damage observed to the stent delivery system (sds) or stent implant prior to the procedure, this may suggest that a product deficiency did not contribute to the difficulties experienced. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, and accessory device support. Although no patient anatomical information was provided, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. The additional therapy/non-surgical procedure appears to be secondary effect of the reported failure to advance as the device was unable to treat the perforation, requiring treatment with subsequent balloon inflations. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. A sampling of units is also destructively tested to verify proper guiding catheter and guide wire movement. The reported failure to advance appears to be related to operational context of the device and not a product quality deficiency.

Event description:
It was reported that during the procedure in the intermediate branch of the mid left coronary artery, a balance middleweight guide wire was advanced, but could not cross the lesion. The device was removed and a whipser guide wire was successfully advanced to the lesion. Pre-dilatation was performed using a non-abbott dilatation catheter. A non-abbott stent was deployed; however, waist was noted. Post-dilatation was performed using a nc voyager dilatation catheter. The balloon was inflated to 16 atmospheres (atms) for 15 seconds, 20 atms for 40 seconds, 24 atms for 10 seconds, 24 atms for 30 seconds, 10 atms for 2 min 30 seconds, and 10 atms for 1 minute 30 seconds. At post dilatation, a perforation was observed in the stented area. An attempt was made to advance a jostent graftmaster stent system for treatment of the perforation, but the stent system could not advance through the stent. The graftmaster was removed from the anatomy along with the guide wire. The vessel was rewired and the graftmaster was readvanced, but could not advance through the stent. The graftmaster stent system was removed from the anatomy and the perforation was sealed with subsequent balloon inflations. The patient was transferred to the coronary care unit and the patient condition was reported as stable. No additional information was provided.